Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 550 mg/dl. Reportedly, the cause was customer is insulin resistant. Additionally, customer is using humulin ru 500 insulin, which is not approved for use with the pump per tandem labeling. Bg was addressed via a correction bolus. The customer was instructed to consult with healthcare provider regarding bg level.